Event description:
Pt blood glucose levels became extremely low when at school, dropping from 136 mg/dl to 35 mg/dl. Pt did not eat lunch. Mother disconnected pump and called paramedics. Pt was admitted to the hosp and the dr believes the pump is not delivering insulin correctly.